Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue.

Event description:
The customer reported elevated red blood cell (rbc) and platelet results, for six patients, involving the coulter lh 780 hematology analyzer. The customer reanalyzed the samples on an alternate coulter lh 780 instrument and obtained acceptable results. During system troubleshooting, the customer discovered a cut rbc diluent dispenser tubing. The customer replaced the damaged tubing and resolved the reported issue. The customer stated generated patient results were not released from the laboratory. There was no patient impact and no operator injury associated with this event. The instrument was returned to normal operation.